Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter was found torn under the snaplock adapter the day after placement. Therefore, it was removed and replaced with a new one. No harm to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter was found torn under the snaplock adapder the day after placement. Therefore, it was removed and replaced with a new one. No harm to the patient occurred."